Event description:
The customer reported to olympus, that the evis exera ii ultrasound gastrovideoscope had hole in the rocker joint rubber. Upon inspection and testing of the customer returned device, hole was found in the scope rocker joint rubber. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.